Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) report: it was reported that during surgery the tech noticed that there was a gouge in one of the femoral trials. The trial was not needed for surgery so it was not used but it was removed from the tray following surgery. The caused the gouge was unknown. The patient was not harmed during surgery. The case was not delayed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.